Manufacturer narrative:
A service engineer has been on site and started the investigation. The nozzle unit inside the air gas module was found with a broken feather spring causing the reported leakage. The nozzle unit has been replaced and returned for investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).

Event description:
It was reported that leakage was noticed from inspiratory side of the ventilator. There was no patient involvement. (B)(4).